Manufacturer narrative:
(B)(4). Additional information: batch # = m90y84. The analysis results found that the er320 device was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality; upon cycling, the instrument was noted to be empty and locked out. The instrument is designed to lock out after all the clips have been fired; therefore, a potential cause of the customer reported experience is the firing of all of the clips and the instrument "will not fire" (activation of the lock out mechanism).the reported events could not be confirmed as no further functional testing could be performed due to the received condition of the device. No conclusion could be reached as to what may have caused the event reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: did the clips fire? Some did and some did not. They were either closed partially at the distal tip so could not cross vessel or the clips would scissor when they did close. Did the clips drop or eject from the device? No. Did the device not fire at all? Yes. Were the clips scissored or malformed? Scissored or would be partially closed at distal tip so not allowing to capture vessel.

Event description:
It was reported that during an unknown procedure, there was problem with the clips. A competitor device with larger clips was used to complete the procedure. There was no adverse consequence to the patient.